Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a reload for failure analysis evaluation. The sureform 60 stapler instrument associated with this complaint was analyzed by the failure analysis team and the findings did not replicate or confirm the customer reported event. The instrument was fully functional. No product issue was identified. A failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: logs show the sureform 60 stapler (part number: 480460-09) was installed on the system 3 times and fired 3 reloads (1 black, 1 green, 1 blue, in that order). On each install, all attempted clamps were successful, and the firings were each completed with no pauses for compression. After the 3rd install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument jammed/cut partway through firing, then cut some of the stomach tissue. Additional staples from the reload were fired into the abdomen. No errors were displayed by the system. Minimal bleeding was reported during the event. No additional tissue was excised. A backup sureform 60 stapler instrument was opened to complete the case. No repair was reported. The surgeon was able to utilize the backup sureform 60 stapler to complete the case robotically. No photos or videos are available for review.